Event description:
It was reported that oversensed noise due to myopotentials were observed via review of egms. Recommended programming changes were made with no further issues. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.